Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, e1, e2, e3, g3, g6, h1, h2, and h10. Corrected: g2- new zealand.

Event description:
It was reported that a patient was revised approximately 18 months post implantation due to instability. The femur and tibia were well fixed, increased bearing sizes from 10mm to 14mm. The patient's knee is tracking well and stable compared to previous bearing. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided picture of the explanted bearing was unable to identify any wear/ damage. The device was not returned for further evaluation. X-rays were provided and reviewed by a health care professional. Review found possible evidence of polyethylene wear involving the medial and lateral compartments. Overall sizing is appropriate. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to instability. The femur and tibia were well fixed, increased bearing sizes from 10mm to 14mm. The patient's knee is tracking well and stable compared to previous bearing. Attempts to obtain additional information have been made; however, no more information is available at this time.